Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that to resolve their issues they were sent a replacement desktop charger and they said it was "so far, so good." No further issues were noted or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger ((B)(4)) found that it had a broken connector pin. Fdd (B)(4) apply to the desktop charger ((B)(4)) fdd (B)(4) applies to the ins ((B)(4)) all fdm and fdr codes apply to the desktop charger ((B)(4)). Fdc (B)(4) applies to the ins ((B)(4)) fdc (B)(4) applies to the desktop charger ((B)(4)).

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the connector pin on the recharger was loose and kept falling out of the recharger. The patient stated that even when they pushed in the connector pin, the recharger would not charge, and the recharger showed that it needed to be charged. The patient reported the implantable neurostimulator (ins) had shut off, because they could not charge the ins. They were not getting any relief all weekend. The patient mentioned the connector pin issue happened all the time, and the connector pin "knocks" out easily. A replacement desktop charger was sent to the patient. No further complications were reported/anticipated. [Refer to pe (B)(4) dying at night-for details pertaining to the related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.